Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error is likely caused when communication between the endoscope and the processor failed due to an abnormality in the communication. The exact root cause or abnormality could not be specified as the reported issue was not reproduced. The following chapter in the instructions for use (IFU) may help prevent the event: - chapter 9 troubleshooting 9.2 troubleshooting guide. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited b30 and e216 errors, indicating a scope communication error. Additionally, it occasionally became static, displaying colored bars. The issue was found during the middle of a diagnostic colonoscopy procedure and there was a 10 to 15 minute delay. The procedure was completed using a similar device and by reinserting the scope. The device was inspected prior to use. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned and the evaluation was unable to reproduce the reported b30 or e216 communication errors. Should additional relevant information become available, a supplemental report will be submitted.